Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for three samples from two different patients tested for dbili direct bilirubin (dbil) and bilt3 bilirubin total gen.3 (tbil) on a cobas 6000 c (501) module - c501. Of the three samples, two had erroneous dbil and tbil results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Both affected samples were tested using micro-cups. The first sample initially resulted with a tbil value of 2.6 umol/l. The sample was repeated twice with a reduced sample volume, resulting as 274.5 umol/l and 277.1 umol/l. The second sample, from a 5 day old male patient, initially resulted with a dbil value of 12.3 pmol/l. The sample was repeated, resulting as 7.2 umol/l. No adverse events were alleged to have occurred with the patients. The customer ran precision testing with control material in micro-cups. The customer explained that their middleware system overwrote the request from the analyzer to run the samples in micro-cups. The samples were then processed as normal tubes. The customer changed the setting in their middleware system so that it did not overwrite the analyzer request to run samples in micro-cups.

Manufacturer narrative:
The field service engineer changed the sample probe and re-adjusted its positions. He confirmed the analyzer was running back within specifications. Micro-cups are defined separately in the user interface of the analyzer. If the micro-cup setting is not selected when the sample is ordered, sample pipetting may be inaccurate and lead to inaccurate results.